Event description:
The biomedical engineer (bme) reported that the gz transmitter would not stay powered on. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter would not stay powered on. When new batteries were inserted, the gz would turn on but then quickly turn back off. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: may 11, 2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gz transmitter would not stay powered on. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter would not stay powered on. When new batteries were inserted, the gz would turn on but then quickly turn back off. Not in patient use. Investigation summary: the complaint device was returned for evaluation. The evaluation noted evidence of previous fluid exposure, and the reported power issue was duplicated. The cause was determined to be hardware failure of the rear case or usb board. A review of the device's complaint history by serial number reveals no previous complaints. This complaint can be considered an isolated incident. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: may 11, 2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.